Event description:
It was reported that during a sigmoidectomy procedure, the facility uses new device at each firing. At the last firing of functional end-to-end anastomosis, the staples were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.